Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to devices under PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: ivc filter could not be released and got displaced superiorly. As filter was displaced superiorly, it was retrieved. Patient outcome: no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the event description and the returned device. The introducer dilator, the introducer sheath, the jugular and the femoral introducer were returned for investigation. The femoral introducer was curved and biological matter was present. The red safety button was pressed. During investigation the release mechanism stuck, but after soaked in water it worked as intended and moved freely inside the introducer. The exact reason for the difficulties encountered, when attempting to release the filter cannot be determined, but based on the investigation findings it is suggested that insufficient flushing caused the femoral cup to stick inside the introducer and consequently the filter from releasing. Also, an inappropriate attachment of the sheath hub to the femoral introducer handle can have caused the difficult filter release, as this will make the filter release inside the sheath. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.